Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was not powering on when she tried to test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred in (B)(6) 2013 in the morning. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 30 minutes after the alleged issue occurred, she felt "sweaty." The patient denied receiving any medical intervention in response to her symptoms. During the time of troubleshooting, the cca confirmed the patient was using the correct test strips. The cca noted this was not the first time the meter had been used, and there was no misuse of the product. When the subject test strip was inserted, the meter did not turn on. In addition, when the power button was pushed, the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.